Manufacturer narrative:
(B)(4). Date sent: 2/26/2024. D4: batch #500c39. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload . Visual analysis of the returned sample determined that the sr75 reload was received along with its opened packaging, with the reload deck damaged on the proximal end and it had the proximal 3 drivers up with remaining drivers down with staples present and a swing tab in the locked position. No functional test was performed due to condition of the reload. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 500c39, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the device could not be fired at 1st firing. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.